Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v884820, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a 'shocking or jolting sensation.' It was stated that the patient started feeling pain in her left hip 'not far from where her device was located' since 'last (B)(6).' It was noted that the healthcare provider (hcp) told the patient that the system 'looked okay.' The patient reportedly started having pain that felt similar to her stimulation down the backside of her left hip to her left foot since 'about a month' prior to the report. It was stated that the patient went to urgent care 'about two weeks' prior to the report because of her pain. It was noted that the patient had not tried to turn off device since meeting with her hcp. A supplemental report will be sent if any additional information is received.